Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mom pinnacle litigation record received. There is no allegation received. Doi: (B)(6) 2008 - dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
After review of medical records patient was revised to addressed left total hip revision with metal on metal articulation and pain. Operative notes indicated elevated metal ions levels however no laboratory result reported. Added medical history, lawyer, age, height and weight of patient, expiration date of liner and head. Also added stem in impacted product due to alleged elevated metal ion level. Doi: (B)(6) 2008; dor: (B)(6) 2013; left hip.